Event description:
On (B)(6) 2018, the reporter for the patient (brother) contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall when the alleged product issue began. The reporter stated that on (B)(6) 2018 the patient obtained an alleged blood glucose result of ¿116mg/dl¿ on the subject meter which he compared to 16mg/dl from the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster) and the reporter was unsure if the patient made any change to his usual diabetes management routine in response to the alleged product issue. The reporter stated that on (B)(6) 2018, the patient developed the symptoms of ¿sweating profusely and passed out¿. The reporter stated that the patient was taken to hospital, one hour after obtaining the result of 116mg/dl he then obtained the result of 16mg/dl. The reporter was unable to confirm what treatment, if any, the patient received whilst in hospital. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.